Event description:
On 7/16/86 an ipp device was implanted. On 5/11/89 the cylinders were revised. On 11/6/96 the pump was removed from the pt and a pump and reservoir implanted due to fluid loss-connector leak at left cylinder. The old reservoir was left in place.